Event description:
It was reported that pump displayed malfunction alarm code 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it using prepaid label, and was advised to reprogram pump settings and reconnect continuous glucose monitor once replacement pump, arranged under warranty by technical support, was received.